Manufacturer narrative:
Additional information: h3, h6. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and it was observed that the female connector was separated from the main body. The reported condition of separation between the female connector and main body was verified. The cause of the condition was determined to be inadequate solvent application to the main body during the manufacturing process. A nonconformance has been opened to address this issue. The reported connection issue at the female connector could not be refuted or verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap extended life pd transfer sets had a disconnection issue resulting in a separation between the female connector and the main body of each twist clamp. This was further described as "the transfer set connector becomes lodged in the twin bag connector as the patients try to twist and attempt to disconnect transfer set from the twin bag the light blue portion unscrews from the dark blue connector leaving the dark blue connector tightly attached in the twin bag connector". This occurred during use for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with these events. No additional information is available.